Event description:
It was reported that a malfunction occurred on the pump, identified by the code malf 16. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, which successfully resolved the malfunction, and they were advised to continue using it while responding to any recurring issues.